Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-1008461. It was reported that the patient presented with a software-related device rom reset on the right ventricular (rv) and right atrial (ra) leadless pacemakers (lp). Device was restored to normal function. Further information was requested but not provided.